Manufacturer narrative:
(B)(4).

Event description:
The patient stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). The patient stated that she was getting results in units of seconds and she received errors on the meter. Units were changed to inr units on the meter. The following results were measured on the meter after being converted to inr units: at 10:03 a.m., the patient collected a sample from a first finger and tested it on the meter, resulting as 3.4 inr. At 9:39 p.m., the patient collected a sample from a second finger and tested it on the meter, resulting as 3.7 inr. At 9:43 p.m., the patient collected a sample from the first finger and tested it on the meter, resulting as 3.5 inr. At 9:48 p.m., the patient collected a sample from the first finger and tested it on the meter, resulting as 2.7 inr. The patient reported the results to her doctor and her coumadin dose was not changed. The patient did not receive treatment based on the meter results. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has had no changes to coumadin dosage, no new medications, no changes in diet, and no recent illnesses. The patient did not have any special or unusual diet. The patient stated that she had some bruises on her finger from poking them, but did not seek medical treatment. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 258638-22) were tested in comparison with the current master lot test strips. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
At the time of the event, the patient had recently cleaned the meter.

Manufacturer narrative:
The patient returned the meter and strips for investigation.the returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.4 inr. Donor 2 inr: 2.9 inr. Donor 1 hct: 45%. Donor 2 hct: 38%. Testing results: donor #1: retention meter with masterlot strips: 2.4 inr. Customer meter with masterlot strips: 2.4 inr. Donor #2: retention meter with masterlot strips: 2.9 inr. Customer meter with masterlot strips: 2.8 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned and the retention material meet the specification. Patient admitted the same finger was used for several of the tests. Product labeling documents the results could be affected if another test is performed with blood from the same finger.